Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge dropped from 30% battery life to 5% while the pump was plugged into a power source. The customers blood glucose level was not impacted. Reportedly, the pump battery gauge started to increase above 5%. It was indicated that the customer would continue to use the pump and has manual injections available as alternate insulin therapy.